Event description:
On (B)(6) 2014, the reporter contacted animas, alleging keypad damage and a keypad tactile issue. No additional information was provided and troubleshooting could not be completed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06-sep-2019 with the following findings: during investigation, the pump was returned with the contrast key torn from pump. All keys respond normally to user inputs. There was no damage observed to bolus button and it responds normally. Unrelated to the original complaint, the display was found to be dim and faded. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.